Event description:
It was reported that the needle deployed and the cannula did insert into the skin but the pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified, the pod's cannula was found bent. The pod was worn for an unspecified amount of time. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.